Event description:
The customer complains about blood leak during treatment. Bfr: 250ml/min, dfr: 600ml/min. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The root cause of this event cannot be determined at the moment. The investigation will be started as soon the samples are on hand.